Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge successfully and received an accurate fill estimate display. Blood glucose was 91 mg/dl.